Event description:
The breast service recently purchased a new node seeker device (instramedical imaging) to replace the old c tracks. The batteries used in the new device appear to have some defect. In the first instance, the battery heated up and leaked inside the probe a month ago. Today the battery supplied by the vendor exploded and shredded inside the charger. I cannot upload a photo to this site or I would show the explosive aftermath. Reason for use: sentinel lymph node biopsy in breast cancer and melanoma. Event abated after use stopped or dose reduced: yes.